Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# unknown implanted: explanted: product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep met with patient today at physicians office and interrogated her ins. Her device showed no impedance issues. Rep looked at her recharging history report and it did not show any issues and that she was able to charge device each time to 100%. Therefore it was the reps belief that her issues are most likely stemming from her controller. Even after she spike with someone at mdt patient services that did a bit of trouble shooting determined it to be working fine- it has had the same issues pop back up. So rep believes she needs a new controller.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient spoke with a manufacturer representative. The patient reported that the patient controller does not always act up, but it has been a problem from time to time - that being said, the manufacturer representative was not able to eliminate this as her chief problem if it messes up sporadically. In going through some things over the phone, and it being deemed successful, and that the patient controller was functioning as designed is a bit premature. The patient has an appointment scheduled to meet with the manufacturer representative on (B)(6) 2021.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported the controller is saying can't find device sometime but then find the device. Patient reported the controller turn off the implant by itself twice and the ins was charged up and she spoke with manufacturing representative (rep) and rep told her to call patient services (ps) for assistance. Patient services (ps) asked patient to navigate the programs on the controller screen. Patient said the program was turn off on the controller before and she was not sure how the program was turned off but she was able to turn the program on and increase the stimulation. Ps review how to turn therapy off/on on each program and how to turn ins off on/off the controller. Patient said she didn't know that is how therapy is turn off for the programs. Ps recommend patient monitor the controller function and consult with the hcp and rep if necessary. Ps reviewed controller is functioning as designed. Controller showed ins 70% and controller 100%, group a, with four programs and patient is able to adjust stimulation. The troubleshooting steps that were taken on the call resolved the issue. Redirected caller: patient's hcp patient reported she use to charge ins every two weeks and now she have to charge ins twice a week. Ps reviewed setting and usage and recharging ins and recommend patient consult with her healthcare provider regarding recharging ins frequency. No symptoms/patient complications reported.